Event description:
Patient was at another country's hospital and was diagnosed with a corneal abscess in her right eye subsequent to searing omafilcon, a toric soft hydrophilic contact lenses for daily wear. Attending physician states she was hospitalized for six days in 2009, for treatment. Patient was prescribed ticarcilline, gentamycine, and vancomycine. At a follow-up consultation, the attending physician reports the abscess was resolved and best corrected visual acuity was recovered. Left eye is not involved in the incident, attending physician reports a slight corneal scar from infection.

Manufacturer narrative:
The device lot history was reviewed. Results: the lot was manufactured according to approved sops, base curve, diameter, osmolarity/ph and visual inspection tests all passed. Surface was good and all measurements were within manufacturing specifications. The lot met all final release criteria for parameters, quality, sterility, and packaging. A 12 month review of the complaint history for the device type finds no other complaints of corneal ulcer. There are no remaining lenses in the lot available for inspection and the actual lens was not returned for evaluation. This is the only complaint that has been received to date, of any nature, for this lot of lenses. Conclusion code: the investigation finds no causal relationship between the lens and the incident. This is being reported as a corneal ulcer with slight scarring with no direct causal relationship established between the use of the lens and the incident.